Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator was post paced t-wave oversensing on the ventricular channel. There were no patient consequences. The device was reprogrammed to resolve the issue. The patient was in stable condition.